Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine clinic visit with complaint of experiencing dizzy spells. Upon interrogation of his device, the atrial and right ventricular leads exhibited noise. The physician was unsure if the noise was contributing to his symptoms. The leads' sensitivities were reprogrammed. The physician was to monitor the patient to see if his symptoms resolve.